Manufacturer narrative:
This report is filed april 14, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was prescribed steroids (B)(6) 2016 due to open and short electrodes. The implanted device remains.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed september 29, 2016.

Manufacturer narrative:
This report is submitted january 13, 2017.